Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was awake and having a conversation the day prior, but today the healthcare provider cannot wake the patient up to give them their medicine. The healthcare provider was unsure if this issue was device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.